Event description:
It is reported that a customer that a plastic piece broke off from the sensor and the remainder part of the sensor got stuck in the serter. The patient's blood glucose was unknown. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.